Manufacturer narrative:
Device has been evaluated by philips engineer at bench repair and found that measurement module ECG, assy processor - cable ui to processor pca 2.1 are defective and must be ordered to resolve this reported issue. Parts are ordered and shipped. The device remains at the customer, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the cause of the reported problem was the malfunction of measurement module ECG, assy processor and cable ui to processor pca 2.1. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The defective parts of the device were replaced with new ones. All tests and checks were performed in according to the procedure listed in the service document. No problem was seen. The device was delivered to the user in working condition. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm 100 device, noting that in the device controls, it was determined that the ECG module and processor pca card of the relevant device were defective. Device is outside of clinical use. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.